Event description:
It was reported that the right ventricular lead dislodged. During the procedure, slack was added to the right atrial lead. The right ventricular lead was explanted and replaced, and the right atrial lead remains implanted. There were no patient consequences.

Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region, and the helix retracted clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures however an internal short was noted due to procedural damage. All damages found are consistent with procedural damage.